Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the circular seal was cut. The devices's seal appeared intact. The obturator was received. The obturator was received inserted into the device. Prolonged insertion can cause the envelop seal to become stretched. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the trocar membrane ripped through the permanent clipper's passage. There was no patient injury. Additional information has been requested but not yet received.